Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ abdominal pain"), pelvic pain ("chronic pelvic pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms on (B)(6) 2015). At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, pelvic pain and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 and on an unknown date after insertion of essure, the patient reported adverse events including migration of the essure device and irregular bleeding(regarded as genital hemorrhage). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms on (B)(6) 2015). During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. In this case, the exact mechanism of the event is not known. Genital hemorrhage is highly prevalent in women, and may have multiple causes. In this particular case, alternative explanation was not available for the event. This case was regarded as incident since surgery was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) coil found in left-side pelvis near colon"), device dislocation ("migration of the essure device/ malposition of essure device- left pelvis"), genital haemorrhage ("irregular bleeding/ abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (termination)") in a 27-year-old female patient (gravida 4, para 2) who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2012. The patient's past medical history included multigravida, parity 2 ((B)(6) 2007 and (B)(6) 2012), miscarriage, termination of pregnancy, wrist surgery on (B)(6) 2012 and increased prolactin level. Previously administered products included for anxiety: antidepressants; for depression: antidepressants. Concurrent conditions included body mass index normal, vaginal dryness since (B)(6) 2012, dysfunctional uterine bleeding, dizziness, acne, palpitations and hypotension. Family history included lymphoma. In 2012, 2 years 8 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ abdominal pain"), pelvic pain ("chronic pelvic pain, pain, severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), menorrhagia ("menorrhagia") and weight fluctuation ("weight gain/loss (soecify which one) gain and loss"). In 2012, the patient experienced dyspareunia ("painful intercourse, dyspareunia"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced arthralgia ("joint pain") and back pain ("back pain"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes-mood swings"). In 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced weight increased ("weight gain"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain -severe") and vulvovaginal pain ("vaginal pain-severe"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with analgesics, surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy( full) to try and alleviate the symptoms on (B)(6) 2015, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, abdominal pain lower, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, mood swings, alopecia, weight increased, arthralgia, back pain and weight fluctuation outcome was unknown, the dyspareunia was resolving and the abdominal pain and vulvovaginal pain had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, device dislocation, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: vacuum to terminate pregnancy diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Computerised tomogram - on (B)(6) 2015: displaced essure coil. Hysterosalpingogram - on (B)(6) 2012: failure to occlude (close) fallopian tubes. Pregnancy test urine - on (B)(6) 2012: negative x-ray - in (B)(6) 2012: essure was unsuccessful. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-jul-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) coil found in left-side pelvis near colon"), device dislocation ("migration of the essure device/ malposition of essure device- left pelvis"), genital haemorrhage ("irregular bleeding/ abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (termination)") in a 27-year-old female patient (gravida 4, para 2) who had essure (batch no: a22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2012. The patient's past medical history included multigravida, parity 2 (on (B)(6) 2007 and on (B)(6) 2012), miscarriage, termination of pregnancy, wrist surgery on (B)(6) 2012 and increased prolactin level. Previously administered products included for anxiety: antidepressants; for depression: antidepressants. Concurrent conditions included body mass index normal, vaginal dryness since on (B)(6) 2012, dysfunctional uterine bleeding, dizziness, acne, palpitations and hypotension. Family history included lymphoma. In 2012, 2 years 8 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ abdominal pain"), pelvic pain ("chronic pelvic pain, pain, severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), menorrhagia ("menorrhagia") and weight fluctuation ("weight gain/loss (soecify which one) gain and loss"). In 2012, the patient experienced dyspareunia ("painful intercourse, dyspareunia"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced arthralgia ("joint pain") and back pain ("back pain"). On (B)(6) 2012, the patient experienced mood swings ("hormonal changes-mood swings"). In 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced weight increased ("weight gain"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain -severe") and vulvovaginal pain ("vaginal pain-severe"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with analgesics, surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy( full) to try and alleviate the symptoms on (B)(6) 2015, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, abdominal pain lower, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, mood swings, alopecia, weight increased, arthralgia, back pain and weight fluctuation outcome was unknown, the dyspareunia was resolving and the abdominal pain and vulvovaginal pain had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, device dislocation, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: vacuum to terminate pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Computerised tomogram: on (B)(6) 2015: displaced essure coil. Hysterosalpingogram: on (B)(6) 2012: failure to occlude (close) fallopian tubes. Pregnancy test urine: on (B)(6) 2012: negative. X-ray: on (B)(6) 2012: essure was unsuccessful.. Most recent follow-up information incorporated above includes: on 27-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) coil found in left-side pelvis near colon"), device dislocation ("migration of the essure device/ malposition of essure device- left pelvis") and genital haemorrhage ("irregular bleeding/ abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2012. The patient's past medical history included multigravida, parity 2 ((B)(6)), miscarriage, termination of pregnancy, wrist surgery on (B)(6) 2012 and increased prolactin level. Previously administered products included for anxiety: antidepressants; for depression: antidepressants. Concurrent conditions included body mass index normal, vaginal dryness since (B)(6) 2012, dysfunctional uterine bleeding, dizziness, acne, palpitations and hypotension. Family history included lymphoma. In 2012, 2 years 8 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ abdominal pain"), pelvic pain ("chronic pelvic pain, pain, severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)") and menorrhagia ("menorrhagia"). In 2012, the patient experienced dyspareunia ("painful intercourse, dyspareunia"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes-mood swings"), arthralgia ("joint pain") and back pain ("back pain"). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain -severe") and vulvovaginal pain ("vaginal pain-severe"). The patient was treated with analgesics, and surgery (hysterectomy(full) to try and alleviate the symptoms on (B)(6) 2015, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, abdominal pain lower, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, mood swings, alopecia, weight increased, arthralgia and back pain outcome was unknown, the dyspareunia was resolving and the abdominal pain and vulvovaginal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, device dislocation, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Computerised tomogram - on (B)(6) 2015: displaced essure coil. Hysterosalpingogram - on (B)(6) 2012: failure to occlude (close) fallopian tubes. Pregnancy test urine - on (B)(6) 2012: negative. X-ray - in (B)(6) 2012: essure was unsuccessful. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 25-jan-2018: new reporters, patient demographic information, product lot no, removal date, treatment medication, historical conditions, historical drugs, concomitant disease, new events uterine perforation, vaginal haemorrhage, migraines, headaches, mood swings, hair loss, weight gain, joint pain, device ineffective, back pain, abdominal pain, vulvovaginal pain. Outcome for the events abdominal pain and vaginal pain added as recovered / resolved and for event dyspareunia added as recovering / resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) coil found in left-side pelvis near colon"), device dislocation ("migration of the essure device/ malposition of essure device- left pelvis") and genital haemorrhage ("irregular bleeding/ abnormal bleeding") in a 27-year-old female patient who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2012. The patient's past medical history included multigravida, parity 2 ((B)(6) 2007 and (B)(6) 2012), miscarriage, termination of pregnancy, wrist surgery on (B)(6) 2012 and increased prolactin level. Previously administered products included for anxiety: antidepressants; for depression: antidepressants. Concurrent conditions included body mass index normal, vaginal dryness since (B)(6) 2012, dysfunctional uterine bleeding, dizziness, acne, palpitations and hypotension. Family history included lymphoma. In 2012, 2 years 8 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ abdominal pain"), pelvic pain ("chronic pelvic pain, pain, severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), menorrhagia ("menorrhagia") and weight fluctuation ("weight gain/loss (soecify which one) gain and loss"). In 2012, the patient experienced dyspareunia ("painful intercourse, dyspareunia"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced arthralgia ("joint pain") and back pain ("back pain"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes-mood swings"). In 2013, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced weight increased ("weight gain"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain -severe") and vulvovaginal pain ("vaginal pain-severe"). The patient was treated with analgesics, surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy( full) to try and alleviate the symptoms on (B)(6) 2015, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, abdominal pain lower, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, mood swings, alopecia, weight increased, arthralgia, back pain and weight fluctuation outcome was unknown, the dyspareunia was resolving and the abdominal pain and vulvovaginal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, device dislocation, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, uterine perforation, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Computerised tomogram - on (B)(6) 2015: displaced essure coil. Hysterosalpingogram - on (B)(6) 2012: failure to occlude (close) fallopian tubes. Pregnancy test urine - on (B)(6) 2012: negative. X-ray - in (B)(6) 2012: essure was unsuccessful. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 3-may-2018: plaintiff fact sheet received: event added as weight gain/loss (soecify which one) gain and loss. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) coil found in left-side pelvis near colon"), device dislocation ("migration of the essure device/ malposition of essure device- left pelvis"), genital haemorrhage ("irregular bleeding/ abnormal bleeding") and pregnancy with contraceptive device ("pregnancy (termination)") in a 27-year-old female patient (gravida 4, para 2) who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)" on (B)(6) 2012. The patient's past medical history included multigravida, parity 2 ((B)(6) 2007 and (B)(6) 2012), miscarriage, termination of pregnancy, wrist surgery on (B)(6) 2012 and increased prolactin level. Previously administered products included for anxiety: antidepressants; for depression: antidepressants. Concurrent conditions included body mass index normal, vaginal dryness since (B)(6) 2012, dysfunctional uterine bleeding, dizziness, acne, palpitations and hypotension. Family history included lymphoma. In 2012, 2 years 8 months after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ abdominal pain"), pelvic pain ("chronic pelvic pain, pain, severe pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal bleeding)"), menorrhagia ("menorrhagia") and weight fluctuation ("weight gain/loss (soecify which one) gain and loss"). In 2012, the patient experienced dyspareunia ("painful intercourse, dyspareunia"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced arthralgia ("joint pain") and back pain ("back pain"). In (B)(6) 2012, the patient experienced mood swings ("hormonal changes-mood swings"). In 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced weight increased ("weight gain"). In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches"), abdominal pain ("abdominal pain -severe") and vulvovaginal pain ("vaginal pain-severe"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with analgesics, surgery (hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy( full) to try and alleviate the symptoms on (B)(6) 2015, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, pregnancy with contraceptive device, abdominal pain lower, pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, mood swings, alopecia, weight increased, arthralgia, back pain and weight fluctuation outcome was unknown, the dyspareunia was resolving and the abdominal pain and vulvovaginal pain had resolved. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, device dislocation, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, uterine perforation, vaginal haemorrhage, vulvovaginal pain, weight fluctuation and weight increased to be related to essure. The reporter commented: vacuum to terminate pregnancy . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Computerised tomogram - on (B)(6) 2015: displaced essure coil. Hysterosalpingogram - on (B)(6) 2012: failure to occlude (close) fallopian tubes. Pregnancy test urine - on (B)(6) 2012: negative. X-ray - in (B)(6) 2012: essure was unsuccessful. Most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet received: events per pfs: pregnancy (termination). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping/ abdominal pain"), pelvic pain ("chronic pelvic pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms on (B)(6) 2015). At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower, pelvic pain and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, device dislocation, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 and on an unknown date after insertion of essure, the patient reported adverse events including migration of the essure device and irregular bleeding(regarded as genital hemorrhage). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms on (B)(6) 2015). During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus/out of the body, device dislocation into the fallopian tube or can occur as a result of a perforation during insertion. The term migration is often reported when essure is found in the peritoneal cavity and the exact time point of a perforation is not known. In this case, the exact mechanism of the event is not known. Genital hemorrhage is highly prevalent in women, and may have multiple causes. In this particular case, alternative explanation was not available for the event. This case was regarded as incident since surgery was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.